Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, scuffs were present on the surface of the plate and thread damage consistent with cross-threading was also present on the leading threads of one of the locking hole threads. The product met print specifications where measured. The hole with the visible thread damage could not be checked as the thread gage was not able to pass the thread damage. Additionally the fast guides were not returned with the plate. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It is reported the screw holes could not be used in the dvr plate. The surgeon thinks the threads are defective.